Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR. Report #s 1627487-2011-00315 and 1627487-2011-00317. The pt received his scs system on (B)(6) 2010 consisting of an ipg, two percutaneous leads and two anchors. It was reported that the pt lost stimulation. A diagnostic test revealed invalid impedance measurements and a subsequent x-ray showed a lead fracture. Surgical intervention was undertaken to replace one of the pt's leads and one of the anchors. It is unk which of the pt's leads was impacted; therefore, both lots are being reported. The explanted anchor was discarded and will not be returned to the MFR.